Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info rec'd, the cause for the vessel occlusion and subsequent vessel dissection could not be conclusively determined. The angio-seal instruction for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported by a physician following a diagnostic cardiac catheterization via the right femoral artery, an angio-seal device was used to seal the arteriotomy site. Later that same evening, the pt began experiencing symptoms of leg ischemia and was diagnosed with a thrombosis of the right femoral artery. Surgical intervention revealed the angio-seal's anchor was pulled through the arteriotomy and an arterial intimal dissection was present. The artery was surgically repaired and the pt was recuperating uneventfully.